Event description:
The pt died 1149 days post implantation of a cypher stent and was reported as a possible stent thrombosis.

Manufacturer narrative:
This pt died 1149 days post implantation of a cypher stent. Medical history included unstable and 45% lvef. Few details were available, only that the stent was implanted with a crush technique and the pt was not on dual anti-platelet therapy at the time of the event. The event was adjudicated as a possible stent thrombosis in the absence of an autopsy or angiography. The product could not be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot a number. Stent thrombosis and death are potential adverse events associated with coronary artery stenting. Review of the available info suggests that vessel/lesion characteristics (left main bifurcation stenosis treated with a crush technique) may have contributed to this event. See scanned page.